Event description:
Left hemicolectomy procedure with the car 27 device. The pt passed the ring around day 10. The pt had a fever and a MRI exam demonstrated a leak. The pt went back to re-operation, the anastomosis was cut out and a colostomy was performed.